Event description:
A customer contacted global technical service (gts) regarding a system error 2240 during dwell 2 of 4. The home patient (hp) cycled power off and on and got system error 2367. The hp cycled the power again and the system errors did not repeat. The technical service representative (tsr) explained that the hp could start over or finish up with manual bags. The hp would start over with new supplies. The homechoice (hc) was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. A follow-up MDR will be submitted if any additional information is received.